Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/07/2015 device evaluation: the device has been returned and evaluated by product analysis on 06/17/2015 with the following findings: the battery compartment was cracked at the threads extending down towards the case seal. Another battery compartment crack was observed below the bumper pad. Moisture corrosion was observed inside the battery compartment. A leak test was performed and leaks were found at the cracks in the battery compartment. The pump case was removed and no further evidence of moisture was found inside the pump.